Event description:
The pt's mother reported that the pump date and time were resetting to default values, without intervention and the pump exhibited an audible "rattle".

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.